Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states. Legal lawsuit has been issued and no further information has been made available. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report in which it is alleged that a heater-cooler 3t system caused patient mycobacterium chimaera infection after a surgical procedure. Reportedly, patient died. Moreover, it was reported that the 3t system was tested positive for m. Chimaera in (B)(6) 2018. Livanova learned about the event through a litigation related to a lawsuit. No information on product serial number is available.

Manufacturer narrative:
H11: the review of facility installed base analysis revealed that three devices might be potentially involved in the incident. DHR review of possibly involved devices serial numbers has been completed and did not identify any deviations or non-conformities relevant to the reported event. Complaints database review identified other similar events previously reported from the same customer: the result of investigations revealed significant deviations in cleaning, disinfection, and operational practices associated with the 3t heater-cooler devices occurred during the period surrounding the surgery at the reported facility. Cleaning logs proved that routinely device disinfection process as prescribed by manufacturer instructions for use (IFU) was not followed until (B)(6) 2016. The devices did not have pall-aquasafe or equivalent 0.2 m water filters available for use until december 2016. As a result, it appears that, unfiltered tap water was used to fill the 3t devices at the time of the surgery. There is no evidence that the facility conducted water-source testing during the relevant period, and no laboratory reports have been made available. Reportedly, devices were positioned inside the cardiovascular operating room (cvor), facing the sterile surgical field. The estimated distance between the devices and the surgical field was approximately three to six feet. Although the surfaces and water circuits were disinfected by livanova field technician at the time of installation, it is not known whether device surfaces were disinfected after each subsequent operation. Additionally, information regarding the use of reusable blankets and the replacement of the 3t aerosol collection set during the relevant timeframe is unavailable. Taking into account the available information, it cannot be excluded that the source of the contamination is related to the location where the device is used and remains unknown. However, the deviations from IFU may have led/contributed to the reported event. No other information has been made available other than that reported in the complaint file. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.